Manufacturer narrative:
Upon received, communication could not be established between the device and the programmer due to the battery was depleted. Longevity estimation was performed and the battery voltage was found to be lower than expected. During the analysis, the device behaved normally and the power consumption of the device was measured and found to be normal. The battery was returned to the manufacturer for analysis and no cause of depletion was detected. The cause of premature battery depletion could not be determined. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.